Event description:
A pharmacist reported that during a cataract surgery, the system displayed error messages. The system had been successfully calibrated prior to the surgery. Upon initiation of the surgery, the cassettes required several testing instances and had to be changed. The handpiece also had to be exchanged. The procedure was prolonged, and patient was stressed as a result of the prolonged anesthesia. After numerous attempts, the system worked and the procedure was completed with no impact to the patient.

Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. This is the second complaint for the finish goods lot; however, the first for this issue. The order was built and released per specification. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).